Event description:
It was reported that the patient presented in clinic for a magnetic resonance imaging (MRI) procedure. The right atrial leadless pacemaker (ra pm) was placed in MRI mode successfully. It was noted after the MRI procedure the ra lp reverted to its original settings without any clinical intervention. The patient was asymptomatic and stable throughout the process.

Manufacturer narrative:
The reported event of the device exiting MRI mode with no user prompt could not be confirmed. Based on the information provided, it was determined that the lp remained in MRI mode for the entire period between the sessions to enable and disable MRI mode. The MRI window appeared to have been displayed upon reinterrogation. The programmer software performed as expected.

Event description:
It was reported that the patient presented in clinic for a magnetic resonance imaging (MRI) procedure. The right atrial leadless pacemaker (ra pm) was placed in MRI mode successfully. It was noted after the MRI procedure, when the ra lp was interrogated with the programmer, it reverted to its original settings without any clinical intervention. The patient was asymptomatic and stable throughout the process.

Manufacturer narrative:
B5 updated to include programmer.